Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid effluent and abdominal pain. The cause of the peritonitis was not reported. It was reported the patient was hospitalized the same day as diagnosis. On an unreported date, the patient began receiving unspecified treatment (during hospitalization) for peritonitis. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Pd therapy was ongoing. Additional information was unable to be obtained.